Event description:
On (B)(6) , the patient contacted animas stating the pump emitted a call service alarm 012 at random. Customer support reviewed the pump with the patient. During troubleshooting, the patient reportedly rebooted the pump and confirmed that the time, date and basal rate were correct. The patient reportedly was able to complete the prime steps. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: a review of the black box and alarm history revealed a ¿call service (cs) 012- 0095¿ alarm occurred during a bolus delivery. During testing, the ¿ez-prime¿ steps were performed correctly; no ¿cs012¿ alarms or any errors, alarms or warnings occurred during investigation. The pump¿s cover was removed; no intermittent conditions were found to the pcb or to the cgm module. The product performed within specification. The reported ¿cs012¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.